Event description:
Reportedly, catheter revealed a fault with the guide wire, the guide wire stayed pressed in the catheter. Catheter needed to be changed. Follow up with customer, indicated that the guide wire had an imperfection, a defect, because the guide wire adhered in the catheter. No patient complications reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. The catheter and 0.035" guide wire were returned. The guide wire was found to be broken at the tip weld and the outer coil wire has unraveled more than 30cm of the wire. There are no missing components. The catheter was found to be in good condition and passed a new 0.035" guide wire the entire length of the distal lumen.